Event description:
Caller alleged discrepant results compared with the lab results as follows: date: (B) (6) 2009. Inratio: 4.3. Lab: 8.6. Date: (B) (6) 2009. Inratio: 5.6. Lab: 8.6.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Device will not be returned for evaluation. Investigation is pending.